Event description:
A bi-ventricular assist device (bi-vad) patient being supported by a portable driver became symptomatic (tired and experienced shortness of breath). The driver had no pressure or vacuum and stopped pumping. The patient was switched to a backup driver and the symptoms resolved.